Event description:
It was reported that during preparation of a surgical procedure at the user facility, foreign material was found on the shield of the product. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The service technician was able to confirm the reported event. The root cause was determined to be due to the protective film not being removed from the face shield during manufacturing.

Event description:
It was reported that during preparation of a surgical procedure at the user facility, foreign material was found on the sheild of the product. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Evaluation in progress.